Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the dissection cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event.. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards austria affiliate, on post operative day 1 of a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, a stent was implanted on the common aortic femoral artery due to a ruptured plaque at the puncture site. The event was resolved. Although the dissection occurred at the implantation site, there were no difficulties or abnormalities reported regarding the insertion of the devices.

Manufacturer narrative:
Correction to d1, d2, d4, and h4.